Manufacturer narrative:
Product complaint # (B)(4). This report is for an unknown screws: locking/unknown lot number. Without the specific part number, the UDI number and 510k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. If lot number is: 3l83306, then a review of the device history record will be requested. If part #02.221.018: device is not distributed in the united states, but is similar to device marketed in the USA. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that at bedford 02.118.402s (va-lcp lateral distal fibula plate lot- 3l43793) was used on a patient. Unfortunately the va locking screws 02.221.018s (lot- 3l83306 and lot- 6l26755) we¿re spinning inside the locking hole of the plate. The surgeons couldn¿t lock it. The plate and screws were left in the patient as per surgeons decision. Unk screw: part number(s) (device name if part number unknown): 02.221.018s. Lot/serial number(s): (B)(4). This complaint involves three (3) devices. This report is 2 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from united kingdom reports an event as follows.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: this mre review is for sterilization procedure only part: 02.211.018s, lot: 3l83306, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 12.mar. 2019, expiry date: 01.mar. 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Non-sterile 02.211.018 / h746438 was manufactured in us, monument manufacturing location: monument manufacturing date: 03-oct-2018 part number: 202.211.018, 2.7mm va lckng screw slf-tpng with t8 stardrive recess 18mm lot number: h746438 lot quantity: 232 work order traveler met all inspection acceptance criteria. Inspection sheet, in-process / inspect dimensional / final inspection met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 02.211.118.999, 2.8mm screw blank 18mm w/sd8 02.4 var angle w/es362sec ss lot number: h731144 lot quantity: 234 work order traveler met all inspection acceptance criteria. Inspection sheet, in-process dimensional met all inspection acceptance criteria. Part number: 02.211.127.999, 2.8mm sec screw blank 31mm no head turn/no point w/sd8 lot number: h720833 lot quantity: 238 work order traveler met all inspection acceptance criteria. Inspection sheet, header inspect met all inspection acceptance criteria. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.